Event description:
It was reported to philips the touchscreen had an issue. Patient/user involvement is unknown. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: (B)(6) medical center.

Manufacturer narrative:
There was no patient involvement or harm. There was no delay in therapy. This event was reported to have occurred during preventive maintenance (pm). The philips field service engineer (fse) confirmed that the touchscreen was unresponsive. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.